Manufacturer narrative:
Concomitant product(s): patient medications - xarelto; potassium chloride; nicoderm; levothyroxine; lasix; pepcid; fosamax; tylenol. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Lot: UDI (B)(4). Additional devices included in this report: tgu454515/11895367 UDI:(01)00733132618200(17)160930(21)11895367 according to the gore® tag® thoracic endoprosthesis instructions for use warns of potential device or procedure related adverse events include; reoperation.

Event description:
On (B)(6) 2016, the patient was treated for an ulceration that had progressed into a dissection with two conformable gore tag thoracic endoprostheses. On (B)(6) 2016, two additional conformable gore tag thoracic endoprostheses were implanted to treat an expanding false lumen. The procedure was successful and patient tolerated the procedure.